Event description:
The patient reported getting unnecessary/unneeded shocks due to a ¿bad¿ lead. Per the patient, the device was reprogrammed so it would no longer administer shocks. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)